Manufacturer narrative:
Initial and final MDR 1881941- MDR 3003442380-2024-06991- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that five infusion set cannula was bent due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in upper buttocks. Blood glucose level was displayed high and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.